Event description:
Patient allegedly received an implant on (B)(6) 2011, per the operative report, via the right common femoral vein due to pulmonary embolism (pe) and deep vein thrombosis (dvt). It is alleged the filter was removed due to filter malfunction on 01nov2019. Patient is alleging device tilt. Patient notes and further alleges experiencing "blood clots, recurrent back pain, constant fatigue". Patient further alleges activity related to physical activity has been limited. Per the (B)(6) 2011inferior vena cava filter placement: "successful placement of inferior vena cava filter below the renal veins". Per the (B)(6) 2018 CT abdomen and pelvis: "the apex of the filter does not appear to be touching the wall of the inferior vena cava. There is a 5-6 degree tilt between the axis of the inferior vena cava and filter. There is a clear fat plane between the inferior vena cava wall and two struts, one anteriorly and one posteriorly. The anterior strut is 7-8 mm posterior to the wall of the inferior vena cava. It's distal tip appears to just touch the anterior aspect of the l4 vertebral body". (B)(6) 2019 CT (computed tomography) venogram abdomen/pelvis: "ivc filter within the infrarenal ivc. Perforated anterior and posterior struts of the filter abutting right lateral wall of right common iliac artery and l4 vertebrae respectively. Ivc is widely patent. No evidence of thrombus within the filter. Mesenteric veins are widely patent as well".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b2, b5, b6, b7, h6 (patient and device codes) h6 (device code): appropriate term/code not available (3191) for alleged device perforation. H6 (device code): appropriate term/code not available (3191) for alleged device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, thrombosis, tilt, back pain, fatigue, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported back pain, fatigue, limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.